Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of, error code: 41622. Through motor test in mu mode. Opened pump and found debris in the motor gears. Upon further investigation, found dso seal delaminated. Replaced dso seal. Unit pass all testing criteria. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 41622 (motor timeout error) occurred during testing.